Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer reported several pump motor hardware failure alarms and a cassette failure alarm during the set up for a procedure. They are also questioning why the tbv displayed was greater than 8l. There is no safety issue related to the alarms during set-up. This report is being filed due to the safety allegation of tbv displayed >8l.